Manufacturer narrative:
The unit passed the displacement test, rewind, and basic occlusion test. The unit did not have a motor error alarm. The unit was unable to prime during the prime test due to a faulty force sensor resistor. The unit was unable to perform the occlusion test and excessive no delivery test due to a prime and fill anomaly. The motor was tested outside of the device and passed. The unit had a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed motor error after a bolus delivery and during basal rates. The customer stated that she wore the device during a quick x-ray but it was covered by a lead vest. The customer's blood glucose level was 102 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.